Manufacturer narrative:
No sample has been received by manufacturing for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that viscoelastic products were injected into a patient's right eye during a cataract surgery at which time the cornea suddenly clouded over. The surgeon closed the wound and canceled the surgery without completion. Additional information has been requested. Additional information received clarified that upon postoperative follow up, the patient is doing well with no corneal cloudiness or swelling and with no visual impairment.

Manufacturer narrative:
Additional information is provided in concomitant medical products, device evaluated by MFR. As a complaint sample, one assembled syringe was received. The syringe was completely used. No chemical testing could be performed. All batches are released according to the required specifications. All initial testing results are within specifications. No similar complaints were received for this lot. As no remarks were observed during the release testing results review, according local procedures, retain sample testing was not performed. As insufficient product was available in the returned syringe and all initial testing results are within specifications, a conclusive root cause could not be determined. Based on the complaint information and the investigation results, we can conclude that the disposition of the product remains unchanged. As the investigation results were unable to verify the complaint, no CAPA is initiated however, further trending is performed. The manufacturer internal reference number is: (B)(4).